Event description:
It was reported that this pacemaker entered safety mode, with the patient experiencing bradycardia as a result. The patient is currently experiencing a systematic infection. Technical services (ts) was consulted and review of stored data indicates it had 7.5 years of battery longevity 10 months ago. The device was subsequently explanted. A new device was implanted. No additional adverse patient effects were reported.